Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." As medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such, we have not identified this as reported device explant at this time. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect. However, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. This emdr has been filed for device #1, a separate emdr has also been filed for device #2. No allegation has been made against the phasix mesh therefore a complaint and emdr have not been created. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2016, the patient underwent surgery for repair of a ventral hernia. As reported, a bard/davol ventralex st hernia patch mesh, reference number (B)(4), lot number huap2123 (device #1) was implanted to repair the hernia defect. It is alleged that on (B)(6) 2017, the patient underwent an additional surgery to repair the hernia defect. As reported, a bard/davol ventralex st hernia patch mesh, reference number (B)(4), lot number huat0464 (device #2) was implanted to repair the hernia defect. It is alleged that on (B)(6) 2017, the patient underwent an additional surgery to repair the hernia defect and "remove it." As reported, a bard/davol phasix mesh, reference number (B)(4), lot number hubt1978 was implanted to repair the hernia defect. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch.

Event description:
It is alleged by the patients attorney that on (B)(6) 2016, the patient underwent surgery for repair of a ventral hernia. As reported, a bard/davol ventralex st hernia patch mesh, reference number 5950008, lot number huap2123 (device #1) was implanted to repair the hernia defect. It is alleged that on (B)(6) 2017, the patient underwent an additional surgery to repair the hernia defect. As reported, a bard/davol ventralex st hernia patch mesh, reference number 5950008, lot number huat0464 (device #2) was implanted to repair the hernia defect. It is alleged that on (B)(6) 2017, the patient underwent an additional surgery to repair the hernia defect and "remove it." As reported, a bard/davol phasix mesh, reference number 1193030, lot number hubt1978 was implanted to repair the hernia defect. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex st hernia patch. Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with ventral incisional hernia thereby underwent open repair with the implant of ventralex st (device #1). Per operative notes, ¿dissection was carried out down to the level of the fascia and hernia defect was identified. Ventralex st mesh (device #1) was used for repair and secured using sutures.¿ (B)(6) 2017 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent open repair with the implant of ventralex st (device #2). Per operative notes, ¿dissection was carried out down deep to the fascia and the defect was identified. Hernia sac was consisting of only omentum which was easily reduced. The resulting defect was repaired with a medium ventralex st mesh (device #2) using sutures.¿ (there was no visualization/mention of ventralex st (device #1). (B)(6) 2017 - patient had abdominal pain. (B)(6) 2017 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of phasix mesh (device #3) and removal of ventralex st (device #1 & device #2). Per operative notes, ¿omental adhesions between the greater omentum and the mesh were taken down. The ventralex meshes (device #1 & device #2) were very dense and fibrotic in appearance. Then the ventralex st meshes (device #1 & device #2) were excised from the anterior abdominal wall along with excision of posterior sheath. Then, a phasix mesh (device #3) was secured to the preperitoneal space using sutures.¿ attorney alleges that the patient had pain, hernia recurrence, bowel removal and emotional injuries.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." As medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such, we have not identified this as reported device explant at this time. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect. However, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. This emdr has been filed for device #1, a separate emdr has also been filed for device #2. No allegation has been made against the phasix mesh therefore a complaint and emdr have not been created. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the event date, manufacturer and manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 1 year 3 months post implant of ventralex st, patient was diagnosed with hernia recurrence, adhesions, fibrosis and abdominal pain thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists adhesions as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This supplemental emdr represents the ventralex st (device #1). An additional supplemental emdr was submitted to represent the ventralex st (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.